Manufacturer narrative:
H3): the system was evaluated on-site by a field service engineer. The system was exhibiting low max energy (low energy output, requiring the gas to be exchanged within the system). Also, the high density (hd) windows were coated with a brown/black residue. A gas exchange and the high density (hd) windows, along with the performance verification instruction (pvi), were cleaned (routine service process). After repair, the system held a stable energy output. The system meets the specification for the performed service and is returned to use. H6): after evaluation, investigation and repair were complete, low max energy (low energy output) was determined to be the cause of the reported failure.

Manufacturer narrative:
A2-a6): the patient's date of birth, age at time of event, sex, gender, weight, ethnicity, and race are unk. B6/b7): patient information regarding relevant tests/laboratory data or medical history are unk. D4): lot number and expiration date are n/a for this system. G2): foreign country is canada. H3/h6): the system will be evaluated on-site by a field service engineer, and the investigation is currently ongoing. A supplemental MDR will be submitted upon completion of the complaint investigation. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A coronary procedure commenced, and the patient was prepped and given anesthesia. The plan was to use a laser catheter powered by a spectranetics cvx-300 excimer laser system. While attempting to calibrate the catheter, the system displayed a power error, rendering the system inoperable. The case was dependent on use of the laser, and the physician opted to cancel the procedure, with plans for treatment when the system is operable. There was no reported patient harm. This report captures the cvx-300 terminal system failure; resulting in a potential for harm due to the delay of the procedure.